Manufacturer narrative:
A review of the manufacturing documentation for the gevia dbs MRI ipg model db-1200 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a severe acute depressive episode. The physician assessed this episode to be possibly related to stimulation, but not related to the procedure or device hardware. The device was reprogrammed and medications were adjusted, but this event remains not resolved. No further information has been provided regarding current patient status or next course of action.

Event description:
A report was received that the patient had a severe acute depressive episode. The physician assessed this episode to be possibly related to stimulation, but not related to the procedure or device hardware. The device was reprogrammed and medications were adjusted, but this event remains not resolved. No further information has been provided regarding current patient status or next course of action. Additional information was received that the patient's mood stabilized and the reported event had resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 21747783. Product family: dbs-linear leads. Upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 21747783.